Event description:
A surgeon reports that a pt underwent intraocular lens (iol)implant surgery in 2002. At the end of april 2003, the pt noticed a decrease in visual acuity. During an examination by another dr, the iol was observed to be dislocated. The pt returned to the implanting surgeon for examination. The surgeon found the haptic came off the optic and the optic was found in the anterior chamber. The iol was explanted and replaced without problems.